Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Patient kept device.

Event description:
A patient underwent left total knee arthroplasty and approximately 21 years post-implantation was revised due to instability. During the revision the femoral component, tibial tray, tibial bearing, and patella button were removed and replaced.